Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 360 mg/dl at the time of the incident. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The customer got a hard ware low level failure alarm. Troubleshooting was completed. The customer had a bent infusion set cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The information provided date of event with the initial report was incorrect. The correct information was (B)(6) 2018 for emergency room visit.